Event description:
It was reported that the unspecified bd¿ catheter tip broke from the hub, backed out of the patient's vein, and lodged under the skin during use. An ultrasound was performed with results currently pending. The following information was provided by the initial reporter: "flushed piv on l wrist and noticed IV catheter had fallen out and the catheter tip was not intact. Upon inspection, catheter tip was broken off and lodged under the skin and palpable. Marked a circle around the skin where the catheter tip was and wrapped distally and proximally with coban. Notified hospitalist, ultrasound done and pending results. Pt states he is comfortable, sitting in bed watching tv, asymptomatic."

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ catheter tip broke from the hub, backed out of the patient's vein, and lodged under the skin during use. An ultrasound was performed with results currently pending. The following information was provided by the initial reporter: "flushed piv on l wrist and noticed IV catheter had fallen out and the catheter tip was not intact. Upon inspection, catheter tip was broken off and lodged under the skin and palpable. Marked a circle around the skin where the catheter tip was and wrapped distally and proximally with coban. Notified hospitalist, ultrasound done and pending results. Pt states he is comfortable, sitting in bed watching tv, asymptomatic."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.